Event description:
The event is reported as: the (B)(6) cuffs on the endotracheal tubes would not stay inflated. The incident occurred in the operating room during pretesting by the anesthesiologist. No patient injury or intervention reported.

Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time.